Event description:
As reported via the edwards clinical specialist, post successful sapien valve implant, a right iliac dissection and common femoral occlusion were observed after removal of the 22fr retroflex3 sheath. A self expanding stent was placed successfully in the right common iliac and the dissection was no longer observed. A cutdown and a common femoral endarterectomy were performed successfully on the right common femoral artery. The patient was stable at the end of the procedure. Follow-up communication indicated that the perceived root cause of the femoral occlusion was related to the perclose device.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's minimum luminal diameter was measured to be 6.5mm and the access vessel was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, it appears that less than the recommended vessel size, along with calcification and tortuosity may have caused or contributed to the event. It was reported that the root cause of the common femoral artery occlusion was due to the perclose device. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.